Manufacturer narrative:
Investigation of returned guidewire revealed that the core wire was broken off at nearby the distal end, coil was long elongated but the device was in one unit up to the distal end without breakage. Trace of breakage due to repeated bending force was observed at the core breakage site. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected during the production process for meeting the products specifications and releasing criteria. Based on the information reviewed, there is no indication of a product deficiency. It is inferred that the guidewire might be trapped in the calcified isr lesion when crossing of the guidewire was attempted, and push-pull manipulation might be given to the guidewire, resulting accumulation of bending force to the core wire, breakage of the core when the accumulated force exceeded the product design limit. Along with removal of the guidewire the coil was stretched and elongated without breakage. IFU describes in its warning section: if resistance is felt due to spasm, bending of the guide wire or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged. Do not manipulate the guidewire through strut of stent.

Event description:
Reportedly, in the pci procedure to calcified isr lesion at #7 while stent(s) had been implanted at #6-#7, subject guidewire was advanced, and during attempt to cross the lesion, physician noticed some irregular feel or lower manipulation response with the guidewire, and removed out the guidewire. It was found that the coil was elongated. There was no patient impact.

Manufacturer narrative:
(B)(4)